Event description:
It was reported that, during an unk procedure, the needle pulled off from the suture when the dr penetrated the blood vessel. This event did not result in an adverse consequence to the pt or surgical delay.